Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low glucose result for one patient sample and a questionable low ise indirect gen.2 sodium result for one other patient sample. Of the data, only the results for sodium were discrepant. The initial result was 122 mmol/l and the repeat result was 140 mmol/l. The repeat result from another line was 142 mmol/l. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The electrode lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The investigation was unable to find a definitive root cause. General reagent issues could be excluded. Review of the provided reaction data indicated there was sample missing from the reaction. As multiple assays were affected, an issue with the sample probe or the sample itself was suspected.